Event description:
It was reported that the patient presented for follow-up and several non-sustained oversensing episodes were observed due to myopotential oversensing and post-paced t-wave oversensing. Programming changes were made, but another occurrence of post-paced t-wave oversensing was seen few weeks later. Further programming change was recommended. Physician elected not take any action at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.